Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). On (B)(6) 2016, fse arrived at the site to replace the large syringe. No further action was required by field service. The most probable cause of the reported event was due to failure of the large syringe.

Event description:
On (B)(6) 2016, the customer reported that the top of the syringe was not attached. On (B)(6) 2016, field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.